Event description:
It was reported that while gently sliding the ett along the soft palate, it hung up on the anterior tonsillar pillar and lacerated it; the new substitute ett by sunmed are extremely stiff. They are not as soft as the usual sheridan brand. While gently sliding the ett along the soft palate, it hung up on the anterior tonsillar pillar and lacerated it! The tip is very rigid. Caused patient injury and medical intervention was required. No death resulted in this incident. Injury caused mild, temporary harm to patient. Prolonged care required to treat tonsillar laceration.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 27 june 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that while gently sliding the ett along the soft palate, it hung up on the anterior tonsillar pillar and lacerated it the new substitute ett by sun-med are extremely stiff. They are not as soft as the usual sheridan brand. While gently sliding the ett along the soft palate, it hung up on the anterior tonsillar pillar and lacerated it! The tip is very rigid. Caused patient injury and medical intervention was required. No death resulted in this incident. Injury caused mild, temporary harm to patient. Prolonged care required to treat tonsillar laceration.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Complaint was considered not confirmed due to no sample being available and vendor investigation. A 24 month review was conducted and no additional complaints were identified related to this issue. The lot number was provided, and the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.